Event description:
Allegedly, implant failed, breaking into two pieces at the oblong taper or distal end of the device. (Right).

Manufacturer narrative:
This report will be updated when investigation is complete.